Manufacturer narrative:
Product evaluation summary: customer report of severe regurgitation was confirmed through observed leaflet abrasion. A perforation was observed on leaflet 2. The perforation was beveled at the outflow aspect, and was a typical characteristic of those caused by suture tail abrasion. Leaflet 1 had a non-transmural damage approximately 2 mm long at the outflow cusp area. Leaflet 3 had a non-transmural cut approximately 3mm long near commissure 1 on the outflow aspect. X-ray demonstrated wireform intact. Host tissue on the stent circumference was minimal on both the inflow and outflow aspects. Wireform was exposed on commissure 2. Suture holes were visible around the sewing ring. No sutures remained attached on the sewing ring. Photo provided appeared consistent with lab findings. Suture tail abrasion may result from trauma to the leaflet because of excess suture tail. This may result in a perforation, damage to the leaflet, which may require its removal. The device was returned for evaluation. The root cause of this event cannot be conclusively determined as the investigation is still in process; however, it appears that this event was likely due to procedural related factors. If new information becomes available, a supplemental report will be submitted. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 19mm aortic valve was explanted after an implant duration of approx 4 years and 4 months due to severe regurgitation. On explant, a hole was noticed on one leaflet. The device was replaced with a non-edwards valve. The patient was noted as to be discharged. As per product evaluation, a leaflet perforation was observed, the perforation was beveled at the outflow aspect, and was a typical characteristic of those caused by suture tail abrasion.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.